Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6 reported event was confirmed by review of medical records received. Review of the available records identified a girdlestone was performed on an unknown date due to perioprosthetic hip infection from unknown products. The patient was revised, placed on IV antibiotics until discharge and oral antibiotics for 4 weeks post-operation. The patient received 8 units prbc, which was most likely due to patient's comorbidities and history of post-operation anemia. Decubitus first degree was noted on the heel; however the patient has circulation comorbidities that increase risk of pressure spots. The patient had difficulty breathing from heart failure and hypertension that were treated by adjusted blood pressure medications, diuretics, and inhalers. Post-operative x-rays were normal. The patient was then revised again due to increase in inflammatory labs and positive culture aspiration extensive subcutaneous and sub facial hematoma was noted. The implants were removed and replaced with unknown product. The patient was placed on antibiotics post-operation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00620205422 shell porous with cluster holes 54 mm, 00625006535 bone screw self-tapping 6.5 mm dia. 35 mm length, 00630505036 liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm, o.d. Shells. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05173, 0001822565 - 2019 - 05175, 0001822565 - 2019 - 05176.

Event description:
It was reported patient underwent a left total hip arthroplasty. Subsequently, the patient was revised approximately one month post implantation after the patient experienced fever, chills, redness around the incision, elevated inflammatory levels, and positive aspiration cultures indicating infection. All implants were removed during revision. An extensive hematoma was evacuated, but no implant defects were found. Attempts have been made and additional information on the reported event is unavailable.